Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. (B)(4) feeding tube torn. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (the exact date is unknown however reported to be the week of (B)(6) 2013). According to the complainant, during the placement of the one step button, the tube tore at the transition zone, and the hard plastic portion detached into the patient. This portion of the tube was retrieved endoscopically. A new one step button initial placement gastrostomy kit was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (the exact date is unknown however reported to be the week of (B)(6) 2013). According to the complainant, during the placement of the one step button, the tube tore at the transition zone, and the hard plastic portion detached into the patient. This portion of the tube was retrieved endoscopically. A new one step button initial placement gastrostomy kit was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on (B)(4) 2013: the procedure was performed on (B)(6) 2013. The patient had severe scar tissue. The peg tube was placed as the physician increased the incision size to 3 cm.

Manufacturer narrative:
(B)(4). The patient's exact weight is (B)(6).